Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014, to report that the sensor was consistently reading at one value for hours at a time on (B)(6) 2014. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.